Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 23 mg/dl. The customer stated that she was hospitalized for low blood glucose readings. The customer stated that her husband found her unconscious. The customer was taken by the emt and was treated with glucose IV. The customer stated that she tried to treat herself with cookies but she threw up all over herself. The customer declined to troubleshoot for low blood glucose readings.